Event description:
Healthcare professional reported right-side "leaking very slowly". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "leaking very slowly".

Event description:
Healthcare professional reported right-side "leaking very slowly". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage. Additional observations: ¿ white particles observed inner the device. ¿ observed creases on the device.